Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on oct 12, 2023, and section h11 should be reported as: the manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused cancer. Additional information was received about the allegation of respiratory tract irritation, dizziness and/or headache, reduced cardiopulmonary reserve, cancer other bladder. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, the manufacturer observed an unknown dust contaminant on blower box, inlet of blower box, blower, blower seal, rear panel, front panel, and bottom enclosure. A keratin-like substance was observed on the blower box outlet and the blower seal. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation. Section e1 and h6 health effects: clinical codes, medical device problem, type of investigation findings and investigation conclusions has been updated.